Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm; there was also an air in line. The pump had a reservoir volume of 42.3ml, rate of 2ml/hr, and 49.75ml was given. There was no patient, or clinician injury associated with this occurrence.